Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the probe was broken at a position approximately 17mm from the tip. It was further observed that the fracture started from the origin of the crack that entered the probe. It was noted that no scratches were observed around the broken part. The cause of the detached probe tip was unable to be determined however, the following are considerations for possible cause: 1) during seal & cut output, sparks were generated because the probe was lightly touched by a device with a thin tip. 2) a load was applied to the probe when a spark occurred. 3) the load applied to the probe during tissue grasping and seal & cut output caused cracks in the probe. 4) some kind of load was applied to the probe, causing it to break. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the thunderbeat 5 mm, 35 cm, front-actuated grip type s probe tip broke outside of the body. The reported issue occurred during an inflammatory disease procedure involving partial resection of the lower intestine under an abdominal endoscope. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6, h11. Corrected fields: b5, d10, g2: deleted health care professional box a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "probe broke" occurred due to: 1. The probe came into contact with hard tissue such as bone or calcified tissue, or with metal clips, stapler needles, or other surgical instruments. 2. The coating on the probe peeled off due to ultrasonic vibration. The probe was also scratched. 3. The probe was subjected to the load of seal & cut and tissue grasping, which caused the probe to crack starting from the flaw, and the probe was subjected to some load and broke. The event can be detected/prevented by following the instructions for use which state: the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, other instruments, or forceps, and others. Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/split/protruding/partial separating of the tissue pad. In turn, the probe tip may break before displaying an error window or generating an alarm tone. Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reports the procedure was therapeutic.